Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on 06/24/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient was having a low in the parking lot of a local store at about 10:30pm. Her cgm was reading 100mg/dl but she was clearly having a low. She was drenched in sweat and only capable of limited movement. She was able to open her car door and yell for someone. A gentleman heard her calling and came to help. He drove her home and made sure she ate something. The patient then called her daughter to come help. She was able to recover after a bit of time and food. The patient didn't visit the hospital and no ambulance was called. At the time of contact, the patient was in good condition. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.